Manufacturer narrative:
A batch record review was conducted which showed no non-conformances or anomalies that may have caused or contributed to the events noted. The devices were manufactured and sterilized to specification. The reported information revealed no potential causes for this event and the root cause could not be determined.

Event description:
A patient underwent bilateral mastopexy with revision augmentation (breast implants were approximately 20 years old) on (B)(6)2024. A partial capsulectomy was performed anteriorly with mentor boost 480cc implants and ovitex prs ltr. On (B)(6)2025 it was noted that the left incision opened with ovitex prs partially resorbed with some polymer remaining. The breast implant was removed with the non-remodeled ovitex prs. A similar event occurred at the right incision on (B)(6)2025. Partial ovitex prs integration was noted on both sides.